Event description:
It was reported during the trial procedure the pt experienced pain in her left leg. The pt was repositioned on the table since it was uncomfortable due to an existing cervical issue and her size. The physician proceeded once the pt was comfortable, the pt was given the option to abandon the procedure and she declined. The procedure took one hour and twenty minutes to complete. The pt continued to experience left leg pain that worsened and did not show any improvement at the time after the procedure. Follow-up on (B)(6) 2013, identified the issue had resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.